Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Corrosion and residue was identified on the shaft of the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received lioresal (250mcg/ml, 60mcg/day) in an implantable pump for an unknown indication for use. The patient presented to the emergency center after a pump alarm and symptoms or illness, nausea, and increased spasticity on (B)(6) 2016. It was determined a motor stall occurred (also reported as pump stopped working). Attempts were made to restart the pump without resolution. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6) 2016. The issue was considered resolved as of (B)(6) 2017. The status of the patient was stated to be alive and with no injury. The patient was reportedly ok now. The pump would be returned. No further complication were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.